Event description:
It was reported in the literature article that the patient underwent successful embolization of the anterior communicating artery aneurysm. However,18 days post procedure, imaging revealed coil protrusion to the parent vessel. There was no additional treatment provided. No further information was provided.

Event description:
It was reported in the literature article that the patient underwent successful embolization of the anterior communicating artery aneurysm. However,18 days post procedure, imaging revealed coil protrusion to the parent vessel. There was no additional treatment provided. No further information was provided.

Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
The lot number was not reported; therefore, a review of the manufacturing records could not be performed. The device was not returned for analysis; however, based on the information provided, the investigation concluded that it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.